Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified sensor failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the mobile device lost power. The reported event of an unspecified sensor failure is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.